Event description:
It was reported that a day after implant procedure, the device could not be interrogated with a remote transmitter. The device system was upgraded before implant, so the original programming was downloaded. The transmitter was paired successfully with the device. No patient symptoms were reported.